Event description:
The customer reported the ventilator went inop and alarmed while in use on a pt. The customer reported there was no pt harm, vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to a flow sensor failure. The service technician was unable to duplicate the reported problem during service evaluation. Final testing was performed on the ventilator, and all tests passed per operating specification.